Event description:
Initial reporter states, during surgery tubing kinked at the end and would not work. Surgery was delayed for the length of time necessary to get a new pack. There was no effect on the patient.